Event description:
Solicited call; patient reported faulty cassette lot #4120065 (after she mixed, it wouldn't read in both pump). Patient used new cassette with different lot number and it worked fine. Also, faulty tubing lot# 4152716 [leaked by the disc in 2 tubing from same lot number]. Patient switched to another tubing from different lot# and it worked fine. No side effect reported. No interruption in treatment reported. Exact date: unknown. No other information provided at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the device? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.